Manufacturer narrative:
Upn- search corrected from h7493919808250 - synergy ous mr 8x2.50mm - to h7493926208250 - synergy ous mr 2.50 x 8 - 39262-0825. Upn corrected from h7493919808250 to h7493926208250. Catalog model # updated. (B)(4).

Event description:
It was further reported that the physician did not know if the skin reaction occurred because of the synergy¿ stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician did not know if the skin reaction occurred because of the synergy¿ stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12193. It was reported that skin issues occurred. In (B)(6) 2017, a patient underwent a repeat coronary angiography for stenosis. 2.5 x 8 and 2.5 x 20 synergy drug eluting stents were implanted. Iodixanol radiocontrast was used during the procedure. In (B)(6) 2017, the patient presented with an erythematous non-pruriginous rash evocative of toxidermia, affecting the trunk, the limbs, respecting the face, with no mucosal injury. A biopsy was consistent with the proposed diagnosis of toxidermia. Testing was performed and then an iodinated contrast product was introducted. There was initial improvement of the rash and hypereosinophilia and after that the rash and hypereosinophilia reoccurred. The rash has evolved towards the persistence of some eczematiform lesions in the lower back. The hypereosinophilia has regressed.